Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported impact to blood glucose (bg) as a result of the malfunction. In addition, customer reported a blood glucose of 52 mg/dl. Customer attributed low bg to sleeping, however, no additional information was provided.